Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection confirmed the presence of black debris both inside the sealed blister and inside the pouch. All the debris is visually consistent with the porous coating of the stem. The pouch is torn allowing the debris to contaminate the inside of the blister carton. The seal was intact upon receipt but was opened during the evaluation. The outer packaging is roughened through handling but no notable damage was observed. Device history record (DHR) was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet was conforming to specification. The root cause of the reported event is likely to be due to transit damage causing the porous coating to shed from the implant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: tprlc 133 t1 pps so 15x150mm t1 cat# 51-103150 lot# 6252474. Tprlc 133 t1 pps ho 17x154mm 4mm t1 cat# 51-104170 lot# 3455249. Tprlc 133 t1 pps so 13x146mmtp t1 cat# 51-103130 lot# 3727081. Tprlc 133 t1 pps ho 13x146mm 6mm t1 cat# 51-104130 lot# 3564518. Tprlc 133 t1 pps so 16x152mm t1 cat# 51-103160 lot# 3386961. Report source: foreign country: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00946, 0001825034-2020-00947, 0001825034-2020-00949, 0001825034-2020-00950, 0001825034-2020-00951.

Event description:
It was reported that while the distributorship was reviewing the inventory, they identified debris within the sterile packaging. There was no patient involvement.